Manufacturer narrative:
The device was returned for evaluation. The result of the evaluation concluded that there was a internal system error after power up. Two washers was found loose inside chassis; these parts are from the 3 mounts for front bezel assy to chassis connections. The middle mount still has a lock nut halfway screwed down. A loose lock nut is stuck in front bezel display assy. These loose metal parts have possibly shorted out electronic components on the mother board and power supply and could have caused pressure/flow malfunctions. Root cause undetermined after investigation. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy using a arthroscope that the fluid was over-flowing and caused the patients shoulder joint to swell. It was also reported that the swelling subsided during recovery, there were no reported injuries from case, and the patient was discharged home as normal. A backup unit was brought in to continue the case. (B)(4).